Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this pacemaker and right atrial (ra) lead exhibited noise, oversensing, pacing inhibition and high out of range pacing impedance measurements greater than 2,000 ohms. The pacemaker was explanted and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was abandoned surgically due to an unknown product performance issue. The lead is no longer in service. No adverse patient effects were reported.